Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter was experiencing artifacts that looked similar to when a kid colors in a coloring book. This was specifically on leads va and vb. He tried swapping out to a known-good lead set and tested it on a simulator, but the issue persisted. They use nk approved leads. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the zm transmitter was experiencing artifacts that looked similar to when a kid colors in a coloring book. This was specifically on leads va and vb. No patient harm was reported.